Event description:
Patient's representative reported "a sudden sensation of breast turgor and pain, the patient underwent an MRI scan, at the outcome of which "signs of fissuring of the external margin of the left capsular prosthesis with circumferential distribution, both on the external-internal side of the prosthetic margins and near the posterior prosthetic margins and associated periprosthetic fluid portion". The device status is unknown. This record relates to the left side.

Manufacturer narrative:
The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a sudden sensation of breast turgor and pain, the patient underwent an MRI scan, at the outcome of which "signs of fissuring of the external margin of the left capsular prosthesis with circumferential distribution, both on the external-internal side of the prosthetic margins and near the posterior prosthetic margins and associated periprosthetic fluid portion".